Event description:
Stryker pneumosure tubing- luer lock at the end of insufflator tubing should rotate and did not. A second set of tubing was obtained with same lot number and also did not rotate. The third device worked properly. No harm to patient and only slight delay to procedure.